Manufacturer narrative:
(B)(4) has been initiated for this issue. Model rpa450-1, serial number/date code (B)(4) is approximately 5 years 6 months old. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The resident is a (B)(6) female whose age and height are unknown. The resident's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The director of nursing stated that the resident was being transferred to the shower chair. The units casters allegedly turned outwards causing the lift to topple onto the resident. Two nurse's aids were present at the time of transfer. It is unknown if the rear casters on the lift were locked or unlocked during the lift. Invacare lifts come with a warning, "invacare does not recommend locking of the rear casters of the patient lift when lifting an individual. Doing so could cause the lift to tip and endanger the patient and assistants. Invacare does recommend that the rear casters be left unlocked during lifting procedures to allow the patient lift to stabilize itself when the patient is initially lifted." The patient was allegedly hit in the face by the arm. She was taken to the hospital. They were unable to confirm if there was a fracture. The lift has been sequestered and the facility will not release it. They are requesting that the unit be inspected on premises. The lift is allegedly used 14 times or more per day to make transfers. A replacement unit has been received by the facility.

Event description:
Dealer stated that the resident was being lifted from a shower chair when the lift allegedly toppled. Minor injury alleged.